Event description:
A malfunction was reported on a pump by the caller. There was no indication or confirmation provided regarding the impact on the customer¿s blood glucose levels. Technical support guided the caller through resetting the pump, after which the malfunction did not recur, allowing the customer to continue using the pump. The caller was advised to reach out again if the issue returned, and they acknowledged this instruction.